Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2001467: (B)(4) items manufactured and released on 28-may-2020. Expiration date: 2025-05-18. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.